Event description:
The customer called to report that he was out of insulin pump supplies. The customer sounded very incoherent during the phone call, and was unable to provide a blood glucose reading. The customer was asked if he felt okay, and his response was "probably not", at that point the call was disconnected. Attempted to call the customer back several times, but there was no response. The paramedics were then contacted for the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.